Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s back button was unresponsive sometimes had to press multiple times. The customer¿s blood glucose level was unknown. The customer also reported that priming takes longer, insulin pump unresponsive to new battery, battery cap is hard to go into battery compartment straight and back light has become dim. The device will not be returned for analysis.